Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported arterial non-central nervous system thromboembolism could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number 2916596-2023-03224 covers addition admission for bleeding and thromboembolism. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for an arterial non-central nervous system thromboembolism on four limbs and was discharged on (B)(6) 2022. The patient had a standard clinical examination and specimen examination. The patient's anticoagulant drugs were adjusted and the event may be related to the device.